Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral implant rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with unspecified mentor gel breast prostheses that bilaterally ruptured after implantation. In addition, the patient reported that she suffered from multiple health issues connected to her implants. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices in 2019. This medwatch report is for the 2nd of two breast prostheses.

Manufacturer narrative:
On 01/14/2020, mentor received additional information about the event: a serial number was provided for the device. This report is for the patient¿s right device. It is a mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3506001bc, lot # 5944124, serial # (B)(6), UDI # (B)(4), PMA # p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It was initially reported that the implantation date is (B)(6) 2010. New information states that the implantation date is (B)(6) 2010. The patient dob is (B)(6) 1980. The explantation date is (B)(6) 2019. On 01/24/2020, mentor received additional information about the event: the patient developed baker grade IV capsular contracture in both of her breasts. Patient was also diagnosed with bilateral acquired absence of breast and nipple. The patient was diagnosed with a brca2 gene mutation. The removed breast prostheses were discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).